Event description:
Doctor reported a patient presented with complaints of bilateral eye pain and redness. The doctor diagnosed bilateral mild bacterial keratitis. No cultures were taken. Patient was treated with vigamox and recovered.

Manufacturer narrative:
The product was discarded. The lot number information is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.